Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter became dislodged. The catheter was able to be inserted without any issues prior to becoming dislodged. The patient was undergoing a cardiac procedure. No patient injury reported.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be exempt from reporting per exemption e1998006.

Event description:
It was reported that the temperature sensing foley catheter became dislodged. The catheter was able to be inserted without any issues prior to becoming dislodged. The patient was undergoing a cardiac procedure. No patient injury reported.